Manufacturer narrative:
PMA/510(k) # k142688. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195 importer site establishment registration number: 3005580113 the customer reported the following complaint issue: ¿dr preformed two passes in to soft mass, third pass and he had difficulty getting the needle out of the sheath also diffuclties getting it back in the sheath, when need was out the dr and nurse observed that the tip of the needle was split. They finished the procedure here." Additional information received 21 june 2017:¿ yes they managed to fully retract needle when they removed from patient. The needle was broken but no pieces missing it was split, had a split in it which was noticed after the two initial passes. On the third pass when they were trying to get needle out and in sheath and were having difficulty they inspected the needle and saw the break/split and then stopped the procedure.¿ the device involved in this complaint was not available for return to cook a definitive root cause for the customer complaint could not be determined as the exact operational conditions of use could not be replicated in the laboratory setting, possible causes may be due to handling of the device, it is hard to determine a possible root cause as the anatomy and target site were not torturous and the device was not in a flexed position. Prior to distribution, all echo-hd-3-20-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. From the information provided, there have been no adverse effects to the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Dr preformed two passes in to soft mass, third pass and he had difficulty getting the needle out of the sheath also difficulties getting it back in the sheath, when needle was out the dr and nurse observed that the tip of the needle was split. They finished the procedure here.

Manufacturer narrative:
PMA/510(k) # k142688. (B)(4). Exemption number: e2016031. (B)(4). There has been no changes in the investigations. The customer reported the following complaint issue: ¿dr preformed two passes in to soft mass, third pass and he had difficulty getting the needle out of the sheath also difficulties getting it back in the sheath, when need was out the dr and nurse observed that the tip of the needle was split. They finished the procedure here." Additional information received 21 june 2017:¿ yes, they managed to fully retract needle when they removed from patient. The needle was broken but no pieces missing it was split, had a split in it which was noticed after the two initial passes. On the third pass when they were trying to get needle out and in sheath and were having difficulty they inspected the needle and saw the break/split and then stopped the procedure.¿ the device involved in this complaint was not available for return to cook a definitive root cause for the customer complaint could not be determined as the exact operational conditions of use could not be replicated in the laboratory setting, possible causes may be due to handling of the device, it is hard to determine a possible root cause as the anatomy and target site were not torturous and the device was not in a flexed position. Prior to distribution, all echo-hd-3-20-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cook (B)(4). From the information provided, there have been no adverse effects to the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This follow up is being submitted as additional information was received confirming that the needle material became split and there was no piece of the needle that detached and therefore retrieval was not required. Dr preformed two passes in to soft mass, third pass and he had difficulty getting the needle out of the sheath also difficulties getting it back in the sheath, when need was out the dr and nurse observed that the tip of the needle was split. They finished the procedure here